Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in the b5, the additional evaluation findings are as follows: due to wear of the angle wire; bending angle in the up direction does not meet the standard value, due to damage on the upward/downward (u/d) knob; water tightness is lost, due to wear of angle wire; the play of the u/d knob is out of the standard value, connecting tube has a wrinkle, connecting tube has a scratch, forceps elevator (fe) lever has a scratch, due to a cut on heat shrinking tube of fe lever; expected insulation capacity cannot be obtained, switch 4 has wear, switch 3 has a scratch, paint on suction cylinder and air/water cylinder is peeled, control unit has discoloration, control unit has corrosion due to water leakage, adhesive on the bending section cover ( a-rubber) has a white-clouded area, crack and chip, a-rubber has a scratch, due to dirt on objective lens; foggy image occurs, protector of universal cord on suction connector side has a scratch, plug unit is deformed, and the universal cord has a wrinkle and scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope has reduced angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the nozzle, objective lens, plastic distal end cover, and the light guide lens have foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign matter remaining could not be determined. There was no deformation in the area where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer, olympus could not confirm the reprocessing status due to unable to be obtained the information. Olympus will continue to monitor field performance for this device.